Manufacturer narrative:
(B) (4). Eval, results - eval for the returned canopy shows that the window right side netting has a seven inch tear. (B) (4).

Event description:
Customer claims that there are tears in the canopy netting. There was no pt injury reported.